Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the vns pt was scheduled for surgery to replace the lead and generator due to an unk reason. The pt was seen for a consultation, however, the surgery was cancelled. It was then reported by the surgeon's office that the reason the pt was referred to the surgeon was that high lead impedance had resulted at a follow-up visit with the neurologist. The pt's mother had reported to the surgeon's office that the pt was grabbing at the neck and "thought maybe something else was gong on." The pt's mother reported verbally via phone call to the surgeon's office, after the surgical consult on 04/01, that the pt "is not worse", and the plan is to monitor the pt's seizure activity and consider replacing the device at a later date. Good faith attempts to obtain additional info from the referring neurologist have been made, but no additional info has been received to date.